Manufacturer narrative:
Batch record review of lot b724 was conducted. There were no non conformances related to this type of failure for this lot. Lot met release requirements. Trends have been reviewed on a lot by lot basis for this complaint category and no trend has been detected for this specific lot. The assessment is based on information available at the time of the investigation. Product was returned by customer for investigation; no root cause could be determined at this time as investigation is still in progress. (B)(4) still pending.

Event description:
Customer called to report a blood leak that occurred during treatment. Name and function of complainant: same as reporter. Customer called to report a blood leak from the flm chamber, the lower left corner specifically. Customer states they have aborted the treatment and will not be returning anything to the patient. This particular treatment was performed in the two-step method, where they use the cobe spectra for whole blood collection, processing for two hours, then take the leukocytes accumulated during the collection and transfer the cells to the xts xt125 kit for photoactivation; during photoactivation is when the leak was detected. The treatment volume is 150 ml, which is the total blood loss. The patient is stable. Customer will be sending the kit and smart card for investigation.